Event description:
Co received a report from a distributor of an event with the use of an mla electra 900c. The info received concerned a maternity pt with pre-eclampsia and renal failure, requiring a c-section to save the baby. There were questionable (contradicting) prothrombin time results, the c-section was delayed due to the contradicting results, and the baby died. At this point this is the only info co has. Co does not know at what hosp this occurred, the serial number of the instrument, or the actual results and how they were obtained. Co has been requesting add'l info, with no response to date.